Event description:
The patient called animas saying she was trained on pump therapy earlier in the day and that the training she received was inadequate. The patient does not have confidence in using the pump and stated that her blood glucose level at the time she called was "hi." The patient states her blood glucose level was 502 mg/dl at 7:24 pm the patient administered a bolus dose of 5.4 units. The patient denied nausea, vomiting, chest pain, or shortness of breath but says she had a headache. The patient did not see any evidence of insulin leaking from the infusion site. She has not changed the infusion site since it was her first day using the pump and did not see any evidence of leakage. The patient was advised to go to the emergency room if she wasn't comfortable using the pump. The patient did not review the pump settings with animas customer support as she was anxious to correct her high blood glucose level. She said she had difficulty inserting the infusion set and will change her infusion site with the help of her son.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 2/04/15 with the following results: no defect was found. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten, due to continuous use of the pump since the event on (B)(6) 2011 have been...